Manufacturer narrative:
Troubleshooting could not be conducted with the customer because her husband took the pump apart to investigate the issue. Customer service requested that the customer return the pump for evaluation. In follow up with a complaint handler on (B)(6) 2019, the customer confirmed that she developed mastitis on (B)(6) 2018 and was prescribed an antibiotic, which she finished and the mastitis was resolved. She indicated that she would not be returning the pump for evaluation. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2019 the customer alleged to medela llc that her sonata breast pump died a week and a half previously, after losing suction, and that the pump housing separated around the power plug. The customer further alleged that because the pump suction was low and her daughter had trouble latching, she could not express her milk and developed mastitis, for which she was prescribed a 10-day course of antibiotics.